Manufacturer narrative:
The pump passed the prime, displacement and basic occlusion tests. Unable to prime during the prime test due to a faulty force sensor. The motor was tested, and it passed. The pump was also had a cracked reservoir tube lip, a cracked display window, minor scratches on the display window, and a cracked case near the display window corners.

Event description:
It was reported that the customer received a motor error alarm from his insulin pump during a high pressure test. The customer's blood glucose level was 260 mg/dl. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).